Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted at mako surgical. A mako field service engineer was able to resolve the issue wiand replaced the camera on-site.

Manufacturer narrative:
Reported event: camera - (B)(6) - fw v12 accelerometer led illuminated during the case. Method & results: -device evaluation and results: device evaluation was performed at the customer site and the camera - (B)(6) - fw v12 event was not confirmed and was returned to the supplier for rework / repair. -device history review: not performed as the camera - (B)(6) spectra - fw v12 is an OEM product. -complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding fault light failure of p/n: 204854, lot #: p7-05836. There has been 1 other event for the referenced serial number (pr #(B)(4)). Trend request for this part number has been submitted (trend request #767). Conclusions: the camera - (B)(6) spectra is an OEM device. Upon receipt, the device was evaluated per tsp-0011 camera - (B)(6) spectra - fw v12 and the reported event was not confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #767 has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, there was an issue with the camera. The makoplasty specialist performed troubleshooting activities but the issue could not be resolved. The case was canceled.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, there was an issue with the camera. The makoplasty specialist performed troubleshooting activities but the issue could not be resolved. The case was canceled.